Event description:
Biomed stated that a patient in labor and delivery was receiving medication on this pump. A follow up with the additional contact revealed the medication involved was pitocin which caused the heart rate of the unborn baby to decrease. The infusion was stopped and medical intervention of an unk drug was given sub-q to reverse the reported condition. The infusion of the medication was y'd into the sight with IV fluid on an I-med pump. There was no reported patient injury.